Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and a healthcare professional (hcp) regarding a trial patient. It was reported that the patient's trial began on (B)(6) 2017. The patient hadn't had a bowel movement. The goal was to be able to stimulate their bowels to move the bowels and be able to empty completely. They mentioned the stimulation felt like a pulled muscle on their left side and they weren't sure if it was due to the placed wire or the incision. They also confirmed discomfort was not felt during the call. The next day, it was reported that it wasn't working and they still couldn't have a bowel movement. They were also very sore on their back while walking and sleeping. The patient was still constipated on (B)(6) 2017. On (B)(6) 2017, it was reported by the hcp that no issues were reported to them. On (B)(6) a call from the patient indicated that they had not gone to the bathroom in 4 days and they were told by their hcp to take magnesium and miralax. The patient was having a lot of trapped gas which was hurting. The next day, the patient reported that they saw their hcp and, when the hcp checked the gauze, the lead was cut out. The therapy wasn't working and the hcp was going to remove it on the following monday. On 2017-07-21, it was confirmed by the hcp that it was going to be removed in the operating room on (B)(6) 2017. The cause of the lead cut was unknown. There were no further complications reported or anticipated.